Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The do not use - : spline ha cylinder 3.25 13 mm (1852) was not returned. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and product family (IFU/rmf). The customer provided an x-ray image (attached) which confirmed the fractured screw and the fractured implant. DHR (device history review) review and complaint history review could not be performed, as the lot number associated with the reported product was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (1852) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Complainant reported that he is the surgeon doctor, and he's trying to removed the broken screw. Upon further evaluation of the provided x-ray, it was determined that the implant prongs were broken. The reported devices were not returned; however, the reported complaint was confirmed as provided x-rays provided evidence to verify the broken prongs. A definitive root cause for this complaint could not be determined. Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant prongs were broken off.